Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited under-sensing. This under-sensing resulted in inappropriate mode switch episodes. The device will continue to be monitored. The patient was stable and asymptomatic.